Manufacturer narrative:
Device lost.

Event description:
The user facility reported that during a craniotomy the leg of the footed attachment bent, causing the router to break in the surgical site. The broken router piece was left in the surgical site due to patient condition. The surgeon performed a follow-up procedure at a later date, and successfully removed the router piece.

Event description:
The user facility reported that during a craniotomy the leg of the footed attachment bent, causing the router to break in the surgical site. The broken router piece was left in the surgical site due to patient condition. The surgeon performed a follow-up procedure at a later date, and successfully removed the router piece.